Event description:
It was reported that "did two back to back short gamma nails, same instruments, both distal crossing locking screws went posterior. They missed the nail. One surgery was a right and one was a left."

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report. This event created a serious injury in the past, and will be reported as a malfunction.